Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was intermittently responsive. The customer also reported that the insulin pump was in the pocket of his damp swim shorts prior to this issue occurring. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces, all of the buttons are functioning properly and .no button error alarm during our testing. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. The insulin pump has cracked reservoir tube lip, minor scratched display window, broken battery tube threads and scratched reservoir tube window.